Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 340 mg/dl and 75 mg/dl. Customer took 70 units about 10-15 minutes before the readings. Customer did not feel any symptoms with the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.